Manufacturer narrative:
The lot number is known and samples from known lot 31175952 were returned for evaluation. The complaint samples were found to meet manufacturing specifications. There were no non-conformities or deviations noted. The root cause could not be determined. (B)(4).

Manufacturer narrative:
(B)(4) investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr803.56 when additional reportable information becomes available. (B)(4)

Event description:
As reported by the patient's mother, her son developed a corneal ulcer in the left eye (os) after sleeping in the lenses. It was reported that after waking the patient's os was swollen, extremely painful and sensitive to light. The patient was unable to remove the contact lens. The patient sought medical attention on (B)(6) 2015 and was diagnosed with a corneal ulcer in os. The patient was prescribed an antibiotic (ciprofloxacin) eye drop at 1 drop four times a day (qid) and was instructed to return for follow up on (B)(6) 2015. During follow up appointment on (B)(6) 2015, the patient's condition was noted as improving. There were no changes to the previously prescribed medication and the patient was also instructed to discontinue contact lens wear for three weeks. Additional follow up appointment was scheduled for (B)(6) 2015. Additional information was received on 12/21/2015 via doctors' notes. The doctors' notes dated (B)(6) 2015 indicated that the patient slept in the lenses and presented with redness, pain, mucous discharge and photophobia in the os. Physical findings noted corneal edema and a corneal ulcer in the os. Fluorescein staining was performed and was found to be negative. The patient was prescribed ciloxan (ciprofloxacin) at 1 drop in the os qid. The patient was advised to refrain from sleeping in the lenses and to discontinue contact lens wear for 2-3 weeks. Follow up appointment was scheduled for (B)(6) 2015. Doctor's notes from the follow up appointment with a different ecp on (B)(6) 2015 included the physical findings of the corneal ulcer in the os as healing. The patient was instructed to continue treatment with the prescription eye drops for 5 days, to discontinue contact lens wear and was instructed to return to clinic for follow up on (B)(6) 2015. Exam notes from follow up appointment on (B)(6) 2015 indicated that the patient was doing much better. Mild staining was noted and the patient was instructed to continue the prescription eye drops qid for a week. The patient was also instructed to return to clinic as needed. Additional information has been requested, but not yet received.